Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The user guide stated: the device is indicated for use with novolog or humalog u-100 insulin. Device not returned.

Event description:
It was reported that the customer and contact requested assistance with adjusting the pump basal setting as the blood glucose (bg) was over 500 mg/dl with a trace of ketones. The customer suspected that the insulin type (apidra) was not effective. Insulin injections, infusion set was changed and a bolus via the pump was delivered to address high bg. The contact and customer modified the pump settings and were satisfied.